Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site followed by exposure of device. The patient also developed an infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve resulting in the decision to explant the device. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.